Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced low blood glucose (bg) level of 50 mg/dl. Reportedly, the customer miscalculated the bolus amount and over-corrected bg level. Customer consumed carbohydrates to address bg. Recommendation was made to consult with healthcare provider regarding diabetes management.